Manufacturer narrative:
The device was returned to zoll medical (B)(4); the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. Review of customer's photos did show occurrences of the reported malfunction. It's important to mention the side panel of the device was damaged where the display connector is located. We were unable to establish that this was contributed to the customer's report but suspect it may have played a role. The device was recertified and returned to the customer.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's screen had lines through it and then the screen turned completely blue and no clinical information could be seen. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.